Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. The customer addressed the high blood glucose by using a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.